Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. PMA/510(k) # p100022/s001. The unknown zilver ptx device of unknown lot number involved in this complaint was implanted in the patient, and was not available for evaluation. With the information provided, a document based investigation was conducted. The customer was contacted to provide additional information. At the time of the investigation, this information was not available. The investigation will be updated once the information is provided. There is no evidence to suggest that this incident did not occur. Therefore, the complaint is confirmed based on customer testimony. Possible causes for stent fracture could include the patient¿s anatomy, or the movement of the knee joint. However, as images of the device are unavailable, and the circumstances of use cannot be replicated in a laboratory environment, a definitive root cause cannot be determined. As the details of the complaint device are not known, a review of the product instructions for use cannot be conducted. As the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Multiple zilver ptx stents were placed on (B)(6) 2017. There is one stent that is cracked by his knee and his physician thinks he needs to have surgery. Patient wants to know additional information regarding the stent and how he should proceed.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). PMA/510(k) # p100022/s001. This follow up MDR is being submitted to cancel the initial MDR report. A conservative approach was taken in initially assessing this complaint. After receiving additional information from the evaluating physician it was confirmed that the stent did not fracture post deployment. No adverse effects to the patient was reported as occurring.

Event description:
This follow up MDR is being submitted for cancellation as the evaluating physician confirmed the stent was not fractured. Multiple zilver ptx stents were placed on (B)(6) 2017. There is one stent that is cracked by his knee and his physician thinks he needs to have surgery. Patient wants to know additional information regarding the stent and how he should proceed.